Event description:
Following a refill session and medication increase approx three weeks previous 2008) the pt reported a strong/heavy taste; he "can taste cat, fiberglass, cleaners and asbestos?. He also reported difficulty breathing, which required him to take oxygen (level at 98%) and blood gases were low. The taste was making him sick and his "stomach was blown up with gas". He was also experiencing tingling in his head, hadn't slept in 72 hours, and had twitching and pain in his left side. He was at his mother's home sleeping and his mother reported hearing the double tone alarm one time. The pt went to the ER twice. The following day, the pt reported that in the afternoon the previous day, he felt a twitch in his head; sharp/jolting in the head and then all the symptoms started to resolve slowly. He reported that one month after the implant, there had been a kink in the catheter. The physician had to go in and reposition. During that time, he experienced tingling and numbness from head to toe. He did not experience any over powering taste or smell at that time, nor did he have any headaches. The pt had fentanyl in his pump at the time. The last refill was done the previous month, and he was not scheduled for a refill for 2 more months. Three weeks later, the pt called to report he is experiencing a headache. He is also experiencing pain near the catheter pathway. The pt reported hearing a single tone alarm one time approx one week previously. He was due to be refilled in 1 month. The pt was at home.